Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg) levels (below 60 mg/dl) in the last week. The customer required assistance from the mother to get the correct amount of sugar and was given juice by the mother. The customer has reverted to manual injections. Review of the pump data by tandem technical support indicated that the pump is operating as expected.